Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 4.3mm device was deployed into the aorta but no seal was created. There was attempted manipulation and retraction to be able to complete proximal anastomosis without success. The aorta was free from calcification. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 16, 2015 11:35 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 4.3mm device was deployed into the aorta but no seal was created. There was attempted manipulation and retraction to be able to complete proximal anastomosis without success. The aorta was free from calcification. A replacement device was used to complete the procedure. The hospital did not report any patient effects.